Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found broken dilator. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), the customer returned one psi sheath and a 9 fr dilator for analysis. Signs of use were observed. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation point appears consistent to that of a stress related break. Slight bending was also observed towards the distal end of the dilator body. The returned dilator body was removed and reinserted through the hemostasis valve of the psi. Little to no resistance was observed as the dilator passed completely through the sheath. The dilator body was removed and the hub was inserted into the cap of the hemostasis valve. The hub was able to snap into the cap and felt secure. Performed per IFU statements, "ensure dilator hub fully snaps into sheath cap". The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage". The customer report of a hub separated from a dilator was confirmed through complaint investigation of the returned sample. The dilator was separated directly adjacent to the hub. The material at the points of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. A CAPA was implemented to address the issue of the dilator separation. The CAPA investigation. Indicates the root cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, md found broken dilator. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d provided di # only as no lot number was reported. UDI related data quality updates only. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that "during the procedure according to IFU, md found broken dilator. So, md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".